Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Device evaluated by manufacturer?: no - injector not returned. Iol remains implanted. (B)(4). Method code(s): (evaluation method): device work order search. Results code(s): (evaluation result) a device work order search was performed and no similar complaints were found within the work order. Conclusion code(s) (evaluation conclusion): based on the complaint history, device work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a ks-3ai aq310ai 26.50 diopter preloaded injector. The lens was implanted. After insertion into the eye it was noted the lens optic had a crack at the haptic junction. The crack/damage is very small so the lens will remain implanted but will be monitor. No injury to the patient.